Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. During the inspection a deformed inner coil directly close to the is-1 connector pin was found, which most likely resulted by overrotation during the retraction of the fixation helix in the extraction procedure. Further damages such as cuts into the insulation 16cm distal to the is-1 connector pin, most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted. Patient fell popping staples from last weeks upgrade exposing system. Should additional information become available, it will be added to this file.